Manufacturer narrative:
Consumer discarded product. There is an instruction that states, "do not place the humidifier on carpet. The heat sink underneath the humidifier might cause the carpet/wood floor to be discolored and may cause overheating of the unit" and consumer failed to perform that instruction.

Event description:
Consumer alleges her humidifier caught on fire and caused property damage to her carpeting in her living room. There was not a report of personal injury with this incident.